Event description:
The customer reported via phone call that she changed her site the night before and woke up with high blood glucose of 405 mg/dl. She would be treating with manual injection. The customer needed assistance with changing the infusion set. She stated the insulin pump was stuck in the rewind sequence. Customer was guided with the steps and was able to complete the prime process. Customer declined troubleshooting for high blood glucose and stated she would monitor the insulin pump and call back if issue persists.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.